Event description:
It was reported that the customer self catheterizes and on (B)(6) 2013 as he was self catheterizing himself, the green adapter broke off and the catheter was suctioned up into his bladder. He did a self examination of the perinium and scrotum and could not feel or locate the tube/catheter. The paramedics were called and he was transported to (B)(6). An ultrasound was done and showed the catheter lodged in the bladder. He was instructed to see his urologist. The patient visited his urologist, dr (B)(6), on (B)(6) 2013. X-rays were taken and the urologist admitted him to (B)(6) and scheduled him for surgery on (B)(6) 2013 to remove the catheter. However, while being prepped for surgery, the patient said he felt pressure and pain and he could feel the catheter at the tip of his penis so he pulled it out himself. He was discharged from the hospital the same day on (B)(6) 2013. He has a uti and was discharged with levoquin. He will be scheduling a follow-up visit with his urologist.

Manufacturer narrative:
The complaint is inconclusive because no sample was returned for evaluation. Reviewed the pfmea for urethral catheter subassembly and did not find listed the potential failure mode. However, the manufacturing site decided to open a tracking number to add the potential failure mode "broke connector". The DHR review for manufacturing lot number used in the manufacturing of the reported product did not show any rejects related to the reported problem. The finished product met all specifications prior to being released for general distribution. Directions for use: visually inspect the product for any imperfections or surface deterioration prior to use. (B)(4).